Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other alarm due to erased history file. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.